Manufacturer narrative:
The following were reviewed as part of this investigation: sample evaluation, patient severity, complaint history, applicable previous investigation(s), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a breach in the PICC line was confirmed and the cause appears to be related to use of the device. The product returned for evaluation was 4 fr s/l powerpicc. The returned product sample was evaluated and a split was observed between the 3 and 4 cm depth marks. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. Characteristics observed which support this type of damage included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that "when inducing general anesthesia on a piccline device, finding an extravasation extra vascular anesthesia products. Patient partially curarized, but not totally asleep. No other way first. Difficult installation of an emergency peripheral lane. Nb: when removing the piccline, visualize a perforation of the device."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that "when inducing general anesthesia on a piccline device, finding an extravasation extra vascular anesthesia products. Patient partially curarized, but not totally asleep. No other way first. Difficult installation of an emergency peripheral lane. Nb: when removing the piccline, visualize a perforation of the device."